Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of molar abscess (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reports that a patient was injected with a syringe of juvéderm voluma® xc and 1.1 ml of juvéderm volbella® xc in the cheeks. Approximately 3 weeks later, patient experienced swelling and bruising to the right cheek. Left cheek appeared perfectly fine. Patient also complained of pain in the upper molar. An x-ray was completed showing a a molar abscess (unrelated to the injection). Patient was prescribed augmentin. Physician is unsure whether the swelling is related to the juvéderm voluma® xc or to the tooth abscess. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00581 (allergan complaint # (B)(4)). This MDR is being submitted for the juvéderm volbella® xc injection.